Event description:
While using a byte night aligners, patient reported ill-fitting aligners, blisters, sensitivity, jaw discomfort and pain. Requested additional information and provided hht&t tips.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.